Manufacturer narrative:
Cts generated a service request for instrument. A bci field service engineer (fse) performed service on instrument. Fse repaired a leak at the y-fitting on the no foam line leading to valves. Instrument primed 20 times with no further leaks observed.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report a no foam leak. No injury or exposure to the fluid was reported.